Manufacturer narrative:
After receiving the correct logs and data on (B)(6), and analyzing the data, the investigation found that, although the customer complaint was focused on the field being available it was also found that the field was treated without the wedge. Analysis found that there was a treatment non-record due to a corrupted treatment record, where the wedge was missing from the field for that treatment only. The users got an error at save that the record did not save to the database and was in the backup folder. Users should have entered the treatment manually, but they opened the patient twice before doing this, and noticed that the field was available for treatment. When a treatment record does not record, its field will appear as untreated, which is why users must manually enter or import the record. Though there was no serious injury reported as a result of this event, a medical professional review of the treatment data was performed and determined that "the patient was being treated with a 5 field plan to the face and pharynx. Daily planned dose is 200 cgy to a total of 4800cgy. On a single occasion a 20 edw wedge was not inserted in the right lateral field. The dose for this single right lateral field was 59 mu which would be about 55 cgy. Over the entire course of treatment this is highly unlikely to cause injury." Varian's investigation also determined that this is a known and previously reported issue: "wedge identification missing, which causes a non-record of the affected field", for which there is a CAPA in process. All further actions will be addressed in varian's CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected.

Event description:
A therapist selected in the 4d field with an enhanced dynamic wedge and treated the patient without problems. The therapist states that the treatment occurred, leaving the field with a check mark in 4d console. The therapist got in the treatment room to set up patient for the next field. When returned to console area an error occurred in 4d console and patient was closed. When therapist reopened the patient to finish treatment that treated field wasn't checked, so it was available to be treated a second time. On the patient's history, the physicist didn't find the record of this field and the dynamic treatment also was not registered on clinac "communications" menu. The physicist checked on communications menu, at clinac console to see if there was a dynamic treatment record log for this particular field to prove that the treatment occurred, but the log wasn't found.